Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was noted that the ipg was too closed to the skin that caused discomfort at the ipg site. The patient underwent a pocket relocation and ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was noted that the ipg was too closed to the skin that caused discomfort at the ipg site. The patient underwent a pocket relocation and ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.